Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the contacts of all buttons. This report is made based on the results of an investigation completed on (B)(4) /2012.

Manufacturer narrative:
Device evaluation: the device was returned and evaluated by product analysis on (b)($) 2012 with the following findings:. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.